Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation . H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2006: (B)(6) medical center. (B)(6), md. Indications: ¿a 50-year-old male with symptomatic incisional hernia status post esophagectomy is here for laparoscopic hernia repair .¿ implant procedure: laparoscopic incisional hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc04/ni, 15cm x 19cm x 1mm thick.] Implant date: (B)(6) 2006 [hospitalization dates not provided.] (B)(6) 2006: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6). Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Wound classification: clean. Findings: ¿incisional hernia.¿ procedure: ¿patient was brought to the operating room. Underwent general endotracheal anesthesia and was prepped and draped in the sterile fashion. A right upper quadrant port was placed in the abdomen was then insufflated. Two working ports were then introduced in the suprapubic area and right lower quadrant. Initial view of the abdomen, there were dense adhesions. These were taken down with scissors and electrocautery. The colon was tacked up to the anterior abdominal wall and this was gently dissected back away from the hernia defect which was found at the anterior abdominal wall. The defect was measured and a 5 centimeter margin was marked about the defect on the skin. This was done with spinal needle to confirm size of mesh needed for the repair. 15 x 19 size dual mesh was brought onto the field. #1 vicryl stitch was then tacked to all quadrants of the mesh. The mesh was then rolled and introduced into the abdomen through the ports. Mesh was then unfurled and the mesh was then tacked to the anterior abdominal wall by securing the suture through the skin via suture-passer. Once the quadrants were secured to the abdominal wall any areas that were tacked were reinforced with tacking staples. The abdomen was then inspected for hemostasis and was achieved. Ports were removed and the abdomen desufflated. Wounds were washed and dressed with steri-strips, telfa and tegaderm. Patient tolerated procedure well and was extubated in the operating room, transferred to the surgical ICU for recovery with future disposition to the floor. Dr. (B)(6) was present during the entire case. Of note, all counts were correct .¿ (B)(6) 2006 [addendum to (B)(6) 2006 nurse intraoperative report]: (B)(6) medical center. Implant sticker/record. ¿gortex mesh dualmesh¿. Lot #: 1dlmc04. Size: 15x19cm. Quantity: 1. Pathology: pathology report was not provided. Explant preoperative complaints: (B)(6) 2011: (B)(6) medical center. (B)(6), md. Indications: ¿mr. (B)(6) is a 63-year-old man who had a total esophagectomy for barrett's esophagus in 2003. He subsequently developed a very large ventral hernia which was repaired with mesh. He then underwent a repeat hernia repair due to recurrence, and this was performed laparoscopically with ptf mesh. He has subsequently developed a mesh infection and has had a draining sinus to the skin for a number of months. He presented to the clinic where we obtained a CT scan which showed fluid collections around the mesh but midline fascia which was fairly well approximated. We therefore elected to take him to the operating room for removal of the mesh and repair with biological tissue .¿ explant procedure: 1. Scar revision. 2. Removal of infected mesh. 3. Creation of subcutaneous flaps. 4. Ventral hernia repair with strattice biological mesh. [Implant: strattice mesh.] Explant date: (B)(6) 2011 [hospitalization dates not provided.] (B)(6) 2011: (B)(6) medical center. Attending physician: (B)(6). Surgeon: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: ventral hernia repair with infected mesh. Postoperative diagnosis: ventral hernia repair with infected mesh. Anesthesia: general. Estimated blood loss: 73 ml. Complications: none. Wound classification: not provided. Procedure: ¿the patient was taken to the operating room and placed in the supine position on the operating room table. A preprocedure time-out was performed, and we confirmed the patient had received perioperative antibiotics and that sequential compression devices were in place. The patient was then intubated and prepped and draped in a standard sterile fashion. We began the procedure by excision of his old scar in the upper midline and then dissected down to the inflammatory mass in the subcutaneous tissue. This was dissected out to the level of the fascia, where we confirmed that there was pus exuding from the deep space around the mesh. We then raised subcutaneous flaps to better expose the fascia and mesh. We then opened the fascia at the level of the mesh and dissected the mesh free from the internal abdominal wall. There was a significant amount of omentum and small bowel adhesed to the superior portion of the previous repair, and we therefore had to dissect this away to create space for hernia repair. The mesh and some pus were sent for culture. We then created an internal tissue plane by dissecting the peritoneum and posterior rectus sheath from the anterior abdominal wall. Once this was dissected free circumferentially, we closed the peritoneum and fascia over the anterior abdominal contents. We were unable to entirely close this defect with the dissected peritoneum and fascia, and we therefore used omental patch for the 1 area which was uncovered. Ultimately a tissue plane comprised of posterior rectus sheath, peritoneum, and omentum was sutured together to separate intestine from mesh completely. A 16 x 20 cm piece of strattice mesh was then trimmed to fit (16 x 18 cm) in the space between the newly created peritoneal closure and the abdominal wall. This was fixed in place underneath the fascia with 1 stitch superior, 1 stitch inferior and 2 stitches each bilaterally of 0 pds. A subfascial drain was then placed into the repair just above the strattice mesh, and the fascia was closed with a running #1 pds suture. We then placed a subcutaneous drain just above the fascial closure, and closed the subcutaneous tissue with 3 interrupted vicryl stitches to decrease the dead space. The skin was then closed loosely with staples and a sterile dressing was placed. The drains that were placed exited the skin on the left and right side. The left drain is the subfascial drain and the right drain is the subcutaneous drain. The patient was extubated and taken to the recovery room in stable condition.¿ ¿attestation statement: dr. (B)(6) was present and participated throughout the entire procedure .¿ (B)(6) 2011: (B)(6) medical center. (B)(6), md. General surgery attending note. ¿completed exploration, removal of old mesh (ptfe), revision of surgical scar, bilateral soft tissue flaps, and repair of ventral hernia with mesh. Strattice 16 x 18 cm underlay in preperitoneal plane (modified rives-stoppa), fixated with 6 transfacial pds sutures. Midline closed with #1 pds. No apparent complications. Moderate underlying adhesions precluded full abdominal exploration. Of note, patient had several suture abscesses and sortie fluid associated with the mesh. All foreign bodies visualized were removed. I discussed all of this with his daughter .¿ pathology: pathology report was not provided. Relevant medical information: (B)(6) 2012: (B)(6), rn. Staff nurse note. ¿¿to dirty/infected. Addendum comment: pus encountered intraoperatively.¿ [beginning of note not provided .] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, drainage, pus, adhesions, and severe pain. Additional event specific information was not provided.